Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the tampon retrieval string was too short to aid in the removal of the tampon. Manual removal of the tampon was required. No adverse health effects have been reported.